Manufacturer narrative:
Steris was made aware of this event on (B)(4) 2012 and filed a MDR (1043572-2012-00068) on (B)(6) 2012. Upon receipt of the users medwatch (B)(4) on (B)(4) 2012 we contacted the facility and confirmed there was only one event; this is the event reported in our MDR (1043572-2012-00068).

Event description:
The user facility reported that the steel head section of the surgical table snapped at the end of a patient procedure, due to pressure of the patient's mid-section and lower body. The table was in reverse orientation; the head section was positioned under the patient's pelvis and hydraulic stirrups were attached to the side rail of the head section. The surgeon stabilized the patient's legs and no injuries were reported.

Manufacturer narrative:
The equipment operator manual instructions indicate that the head section is designed only for the head or feet with a load rating of 77 lbs (35 kg). A steris account manager went on-site to obtain additional information; the user facility could not identify which table the event occurred on. The account manager conducted in-service training when on-site regarding proper use/operation. The 3080/3085 surgical tables in use at the facility are not under steris service contract and are maintained by the user facility. The head section subject of the reported event was removed from service.